Manufacturer narrative:
Conclusion: the device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the coil and pusher are connected and move freely into and out of the orange sheath. There is no visual damage to the device. Conclusion: the complaint has been evaluated and could not be confirmed. The physician in the complaint mentioned that during removal of the coil from the sheath that the coil was already deployed. After evaluating the coil and sheath it was determined that the device was in excellent condition and the coil was housed entirely within the orange sheath. It is possible that during the removal of the coil from the package the device may have been shifted and caused the coil to be deployed out of the sheath. There is no issue with the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During a coil case, the physician was going to use a (B)(4) coil. He noticed that - taking the coil out of the shelter - the coil already was deployed. The coil was not detached.